Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2011. Of note, the reportable malfunction and/or serious injury of inappropriate therapy, high impedance and oversensing is normally submitted via a remedial action exemption summary for sprint fidelis. Information was subsequently received on (B)(4) 2011 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for summary reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4) the device was returned, analyzed and analysis results revealed normal battery depletion. (B)(4) he partial lead in segments was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, there was an outer tubing environmental stress cracking breach/breach (non-electrical), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was tissue on the helix. Analysis visual comments noted the anchoring sleeve fixation site could not be determined and there is only one set of setscrew marks on the pin and it is too proximal, the lead was not fully inserted into the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction and/or serious injury of inappropriate therapy, high impedance and oversensing is normally submitted via a remedial action exemption summary for sprint fidelis. Information was subsequently received on (B)(6) 2011 and revealed the patient is deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction and/or serious injury of inappropriate therapy, high impedance and oversensing is normally submitted via a remedial action exemption summary for sprint fidelis. Information was subsequently received on (B)(6) 2011 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for summary reporting and is therefore being submitted as a 30-day report. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, there was an outer tubing environmental stress cracking breach/breach (non-electrical), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was tissue on the helix. Analysis visual comments noted the anchoring sleeve fixation site could not be determined and there is only one set of setscrew marks on the pin and it is too proximal, the lead was not fully inserted into the device.

Event description:
It was reported that the patient received inappropriate therapy. It was further reported there was high impedance and oversensing. The device and right ventricular lead were subsequently returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient was deceased. The cause of death was obtained and indicated the immediate cause of death was sudden cardiac death with underlying cause of ischemic cardiomyopathy. The circumstances of the death were requested and not received.